Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was described as a mistake but was not further specified. The patient was hospitalized for the peritonitis event. The patient was treated with injection vancomycin (intraperitoneal (ip), 1 g stat, frequency and duration not reported), injection amikacin (ip, 100 mg daily, duration not reported), and injection fortum (route not reported, 1 g daily, duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. Patient outcome was unknown. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient¿s antibiotic course was completed, the patient was reportedly doing good, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.